Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was moderately calcified in the mid to proximal circumflex (cx). The mid cx ws pre-dilated. After predilation, the physician attempted to cross the lesion with a taxus express2 2.5 x 16 mm stent, however, could not cross the calcified portion of the proximal cx. The physician tried to push with force and still could not cross. Upon removal of the stent the physician noticed that the leading edge was frayed. The physician dilated the lesion again and was able to successfully deploy a new taxus express2 2.5 x 16 mm stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."